Manufacturer narrative:
Reliability analysis: inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. One of 2 sensors failed for high readings 1 remaining performed bbs solution test and sensor failed per specification no isig readings detected. Checked lab transmitter for proper use and operation using tool t7706 and transmitter passed per specification.

Event description:
It was reported that the customer had a sensor calibration error. The customer's blood glucose at the time of the event was 68 mg/dl. The customer treated with orange juice. The customer declined troubleshooting. The product has been returned. Nothing further was reported.